Event description:
It was reported that this spinal cord stimulation (scs) patient experienced inadequate therapy relief from the implantable pulse generator (ipg) and high impedances on two of the four leads. As part of the intervention, the ipg, the two leads exhibiting high impedances, and their corresponding extensions were replaced due to the reported issues, while the remaining two leads were explanted for unknown reasons. Postoperatively, the patient was reported to be fully recovered. The explanted devices will not be returned for analysis, as all devices were disposed of in accordance with facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d.2b; additional applicable product codes: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15433493, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15670438, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15438582, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 15433493, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35, serial number: (B)(6), batch/lot number: 15461557, model/catalog description: lead extension kit 35cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35, serial number: (B)(6), batch/lot number: 15461557, model/catalog description: lead extension kit 35cm, unique identifier (UDI) #: (B)(4).